Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope's distal end had residual liquid, and adhered material was on the distal end cover. There were no reports of patient involvement.